Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead failed to sense. The ra lead was not used. The physician opted to implant a single chamber pacemaker to complete the procedure. The patient was in stable condition.